Event description:
A biomedical technician from the facility contacted baxter. The customer wanted instruction on saving an even log, because a patient incident occurred last evening at approximately 8 pm, but the biomed technician could not or would not elaborate. He hinted that the patient may have expired. The doctor wanted the event log saved. The biomedical technician contacted again baxter and clarified that there was no a patient death. The assistant nursing director at the facility communicated to the biomedical technician that there was a loss blood loss from the patient from the patient during dialysis treatment. The baxter engineer worked with the biomed to save the event logs. The facility believes this was user error. The facility needs to put the machine back into service due to limited number of machines. Additional information obtained from rn, assistant director of nursing during a phone conversation. Actually the nurse was not aware that baxter was notified for this event, however she stated the following: the incident occurred a couple hours into dialysis treatment. The patient lost approximately 1l blood due to a leak from the medication port attached to the venous chamber. Reportedly that was due to a human error (forgot to clam the line) and was not related to any device malfunction or issue with the disposables. The nurse indicated that the patient was transferred to ICU, but did not provide the current patient status. No other information available at this time.

Manufacturer narrative:
Baxter field service engineer (fse) evaluated the instrument after the incident at the customer location. All the functional test were completed with no issues. The machine met specification according to the manufacturer recommendation. After the evaluation the unit returned back into service, fully operational. Baxter is investigating issues like this. If additional information is discovered a follow report will be submitted. Dailyzer and blood line product code and lot number unk